Event description:
It was reported that during procedure a da vinci-assisted cholecystectomy procedure, the instrument arm would not register the permanent cautery hook instrument when inserting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) conducted follow-up to obtain additional information. However, no further details are available as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting registering issue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and the complaint regarding the registering issue was confirmed by failure analysis. For clarification, the instrument failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. The instrument was also found to have a broken pitch cable at the distal end. As a result of the broken pitch cable, the cable is also loose around the clamping pulley at the proximal end which can cause an engagement failure. The complaint regarding the registering issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the instrument associated with this event has been performed. Per logs, the instrument (part#: 470183-14 / lot#: k12220124 0041) was last used on (B)(6) 2022 on system sk2578 for a cholecystectomy procedure. There were 7 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. Images associated with this reported event were not submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis found the permanent cautery hook instrument to have a broken pitch cable. The broken cable segment that contains the crimp was still installed. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could potentially fall inside a patient. Although there was no patient injury reported, a recurrence of the failure mode could cause or contribute to an adverse event.